Event description:
The pt experienced a return of symptoms of increased pain after the pump was replaced with a new pump in (B)(6) 2010. The pt is now unable to cook, clean, or shop and is back in a wheelchair. The pt's pain was managed on (B)(6) 2010 and after the replacement; her pain had not been managed for over 2 months. There was an unspecified catheter issue and a catheter revision was done on (B)(6) 2010 to "splice" it. The pt stated that her physician had thought that the pt had become "used to" the medication. A catheter dye study was planned. If the dye study results are negative, the physician planned to add prialt to the pt's medications to see if that will improve the therapy. The medication being delivered via the device sys was morphine. Additional info has been requested. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).